Event description:
Healthcare professional reported "complete rupture". Healthcare professional later reported "size exchange". Healthcare professional also reported capsular contracture, baker grade unknown. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "complete rupture". Healthcare professional later reported "size exchange". Healthcare professional also reported capsular contracture, baker grade unknown. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d4, h4.